Manufacturer narrative:
This report is for four unknown 2.7mm va locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision of a distal tibia was performed. Removed hardware included a 2.7/3.5 variable angle (va) medial distal tibia plate and an four broken 2.7mm va locking screws. This report is for four unknown 2.7mm va locking screws. This is report 1 of 1 for (B)(4).